Event description:
The hcp reported that the pt developed a small superficial burn over the pump site that lead to infection in the right lower quadrant of the abdomen, primarily the pump pocket. The pump was subsequently removed. The pt then developed a csf leak into the pocket and the catheter was removed as well. The pt recovered and the system was recently replaced. The pt recovered without sequela. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.